Event description:
It was reported that customer received a minimum fill notification while attempting to load new cartridge onto pump even though usable insulin remained in cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pump connection area as instructed, and reloaded same cartridge without success, then followed guidance from technical support to fill and load new cartridge using proper technique, which resolved issue and allowed customer to resume insulin delivery.